Event description:
It was reported that following bypass surgery, an intra-aortic balloon was inserted in the operating room by the cardiac surgeon. The following day in the intensive care unit, the pump console experienced helium loss alarms. As a result, the iab was removed and replaced. There were no reported patient complications.